Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments of an issue with the power button and that the epg was unable to power on. The power button was noted to be flat and working only intermittently. It was further noted that the hanger assembly was cracked, knobs were damaged (they had marks when using flier to remove them from the encoder), lower case was broken, tube sleeve was missing, display wire insulation was pinched (wire insulation not compromised), output connector nuts and two encoder nuts were discolored and hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power button overlay of the external pulse generator (epg) did not appear to be responsive and the epg was unable to power on. There was no patient involvement.